Event description:
The customer initially reported that during the procedure, the device would no longer open. The device was not on tissue at the time. There was no pt injury. The incident device was returned and a visual inspection revealed bare metal on jaw shift.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.